Manufacturer narrative:
The removed solenoids x-valve (number 2 and 4) was returned to the product investigation lab (pi). The pil technician installed the solenoids x-valve (number 2 and 4) into a pi ventilator to duplicate the reported issue. Pil tech performed the testing as per document. Tech verified and confirmed that an alarm for ¿check vent: machine pressure sensor auto zero failed¿ and 1109 diagnostic code for cbitmachpresssensorazfailed was generated during the stb operation. Pil could conclude that the returned solenoid, which was placed in position 2 is stuck in de-energized position. Solenoid 2 is faulty.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that an error code 1108 check vent: machine pressure sensor auto-zero failed" message occurred during an operational check in the hospital. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the issue was not duplicated by a test run performed. Since occurrence record of "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1109) was confirmed in the event log, the solenoid valves 2 and 4 were replaced for preventative measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.